Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted the blister was missing the information of lot number, manufacturing date, expiration date. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of manifold transfer sets were damaged, further specified as a hole in the packaging. This occurred before use. There was no patient involvement. No additional information is available.